Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the day of implant there was an alert on the right ventricular (rv) lead for high/undefined defibrillation impedance. Measurements were fine by the next day. The lead remains in use. No patient complications have been reported as a result of this event.